Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) and noise resulting in oversensing and inappropriate defibrillation therapy noted on the right ventricular (rv) lead. Diagnostic imaging was performed which confirmed damage on the rv lead. There was also noise noted on the right atrial (ra) lead which resulted in automated mode switch (ams) episodes. Both leads were capped and replaced and the patient was stable following the procedure. Related manufacturer report number: 2938836-2018-10040.